Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. It was indicated that the tip of the adc device is stuck in the customer's arm and they self-treated by removing it. There was no report of death or permanent injury associated with this event.